Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unknown date in the same month this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. Hospitalization was ongoing. The patient was not recovered from the peritonitis event. No additional information is available.